Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no patient injury occurred.